Event description:
Safety clip did not engage properly to cover tip of needle. Needle went through side of clip and slid down shaft. Nurse received a needlestick. Additional info provided by the facility indicated the actual lot number remains unk. All protocol bloodwork testing is negative. No further info is available.